Manufacturer narrative:
We checked the returned unit and confirmed that the bending rubber missing. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. In addition, we confirmed that the ccd driver pcb corroded, the lg cable connector corroded, the objective lens unit scratched, the insertion flexible tube (ift) worn out, the distal body worn out, the segment worn out, and the light guide cable worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. In terms of bending rubber missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report "hr-rpt-0581 (bending rubber)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Bending rubber missing.